Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced possible intermittent oversensing as noted on the stored and presenting electrograms. In addition, potential far field r-wave (ffrw) oversensing was noted in the atrial blanking period as programmed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.